Event description:
It was reported that, "pt called to report that he is experiencing a squeaking noise eminating from his hip. Is wondering if this is normal."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.